Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Corrective programming changes were made. The patient was stable throughout